Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The provider states the head section of the bed raises up, but drifts down on its own during the night. The provider states the junction box is damaged where the pendant plugs into it from the customer putting stuff under the bed.